Event description:
It was reported that the health care professional (hcp) noticed that this cardiac resynchronization therapy defibrillator (crt-d) exhibited functional undersensing. Technical services (ts) reviewed the reports and noticed that a premature ventricular contraction (pvc) was blanked, and a ventricular pace potentially induced a non-sustained ventricular tachycardia (nsvt). Ts noted that it was hard to confirm. Ts recommended reprogramming. The device remains in use. No adverse patient effects were reported. Additional information received indicates that this device exhibited true pacemaker mediated tachycardia (pmt) episodes. Additionally, the device delivered anti-tachycardia pacing (atp) for true ventricular tachycardia (vt). Ts provided several reprogramming options and suggested turning off trigger pacing as it is unclear if contributing to a vt. The device remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) noticed that this cardiac resynchronization therapy defibrillator (crt-d) exhibited functional undersensing. Technical services (ts) reviewed the reports and noticed that a premature ventricular contraction (pvc) was blanked, and a ventricular pace potentially induced a non-sustained ventricular tachycardia (nsvt). Ts noted that it was hard to confirm. Ts recommended reprogramming. The device remains in use. No adverse patient effects were reported.